Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Additionally, it was reported that a low blood glucose (bg) level was experienced resulting in a hospitalization. Low bg and fill estimate issue were unrelated. Although requested, the customer declined to provide additional information for either issue or perform troubleshooting with tandem technical support.